Manufacturer narrative:
A ge svc rep performed an onsite investigation. The display adapter pcb and video controller pcb associated cables and connectors were evaluated and reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that during fluoro the left monitor went black, and came back on again. This can cause an intermittent loss of the live image and result in intermittent system functionality. There is no report of injury or death associated with the event.